Event description:
Ortho helix toriner metal foot implant device was implanted (B)(6) 2010. Anchors and screws loosened and failed. Serious infection developed. Foot never healed properly because the metal support system did not function properly. Have now had a total of four surgeries, requiring deep debridement of foot. Implant partially removed (B)(6) 2011. Still have pain walking. Would like to know if this item is refurbished, imported, properly sterilized, whether faulty hardware is used to make product. Am no longer able to walk comfortably. Caused unnecessary pain, financial hardship and long term consequences to health. Reason for use: torn tendon. Event abated after use stopped: yes. Do not know for certain if it was reprocessed, but feel strongly that it was.